Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that inside of the light guide lens was dirty due to the following causes. - a small gap was occurred in the light guide lens adhesive due to physical stress and/or chemical stress caused by user handling. - dirt, water, and moisture adhered to light guide lens and/or lens adhesive invaded the light guide lens from the gap. Omsc surmised that the foreign material adhering to the forceps elevator of the subject device occurred due to the following causes. - since reprocessing after procedure by the user was insufficient, dirt under forceps elevator was not removed. - since the user did not conduct reprocessing immediately after procedure, foreign material on forceps elevator got dry and adhered there.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on november 16, 2021, it was found that the dirt of the inside the light guide lens of the subject device and the foreign material adhering to the forceps elevator of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.